Manufacturer narrative:
Aguero, c., depaquit, t.l., uleri, a., berchiche w., corral r., peyrottes a., bastide c., fourmarier m., and baboudjian m (2025). "Water vapor thermal therapy for treatment of lower urinary tract symptoms due to large benign prostatic hyperplasia (80 g or greater)". World journal of urology 43, 69. Https://doi.org/10.1007/s00345-024-05433-z. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective study was conducted to assess the safety and efficacy of rezum water vapor thermal therapy (wvtt) for benign prostatic hyperplasia (bph) with a prostate volume greater than 80 ml. A total of 131 patients with lower urinary tract symptoms (luts) related to benign prostatic obstruction (bpo) were treated with rezum wvtt between january 2022 and march 2024, and they were retrospectively identified from database prospectively maintained at 2 centers in france. Of the 131 patients, 48 had larger prostates (equal to or greater than 80cc). Following the procedures, the following complications were reported for the larger prostates group: 1 patient had acute urinary retention, 25 patients had hematuria, 3 patients had dysuria, 12 patients had urinary urgency, 2 patients had urinary infection, and 1 patient had epididymitis. Following the procedures, the following complications were reported for the smaller prostates group: 5 patients had acute urinary retention, 20 patients had hematuria, 5 patients had dysuria, 10 patients had urinary urgency, 6 patients had urinary infection, and 3 patients had epididymitis. Of these, hematuria, dysuria, urinary urgency, urinary infection and epididymitis were noted as non-serious adverse events that did not necessitate further interventions. The serious adverse event reported was acute urinary retention, and for all cases it was treated with indwelling catheter. There were no differences in the incidence of serious adverse events between the larger prostates (lp) group and the smaller prostates (sp) group, with 1 patient and 5 patients reported for each group respectively. The medical retreatment rates at 12 months were similar between the two groups (lp: 2 patients vs. Sp: 6 patients) as were the surgical retreatment rates (lp: 1 patient vs. Sp: 2 patients). Reference literature article "water vapor thermal therapy for treatment of lower urinary tract symptoms due to large benign prostatic hyperplasia (80 g or greater)" included with this report for a full listing of physicians and health care facilities.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective study was conducted to assess the safety and efficacy of rezum water vapor thermal therapy (wvtt) for benign prostatic hyperplasia (bph) with a prostate volume greater than 80 ml. A total of 131 patients with lower urinary tract symptoms (luts) related to benign prostatic obstruction (bpo) were treated with rezum wvtt between january 2022 and march 2024, and they were retrospectively identified from database prospectively maintained at 2 centers in france. Of the 131 patients, 48 had larger prostates (equal to or greater than 80cc). Following the procedures, the following complications were reported for the larger prostates group: 1 patient had acute urinary retention, 25 patients had hematuria, 3 patients had dysuria, 12 patients had urinary urgency, 2 patients had urinary infection, and 1 patient had epididymitis. Following the procedures, the following complications were reported for the smaller prostates group: 5 patients had acute urinary retention, 20 patients had hematuria, 5 patients had dysuria, 10 patients had urinary urgency, 6 patients had urinary infection, and 3 patients had epididymitis. Of these, hematuria, dysuria, urinary urgency, urinary infection and epididymitis were noted as non-serious adverse events that did not necessitate further interventions. The serious adverse event reported was acute urinary retention, and for all cases it was treated with indwelling catheter. There were no differences in the incidence of serious adverse events between the larger prostates (lp) group and the smaller prostates (sp) group, with 1 patient and 5 patients reported for each group respectively. The medical retreatment rates at 12 months were similar between the two groups (lp: 2 patients vs. Sp: 6 patients) as were the surgical retreatment rates (lp: 1 patient vs. Sp: 2 patients). Reference literature article "water vapor thermal therapy for treatment of lower urinary tract symptoms due to large benign prostatic hyperplasia (equal to or greater than 80 g)" included with this report for a full listing of physicians and health care facilities.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, since the reported patient symptoms of dysuria, hematuria, infection urinary tract, inflammation, urinary retention, urinary urgency are known risks associated with rezum procedure and are noted as such in the device labeling and risk documentation, the most probable cause that contributed to the reported event was selected as known inherent risk of device. Aguero, c., depaquit, t.l., uleri, a., berchiche w., corral r., peyrottes a., bastide c., fourmarier m., and baboudjian m (2025). "Water vapor thermal therapy for treatment of lower urinary tract symptoms due to large benign prostatic hyperplasia (80 g or greater)". World journal of urology 43, 69. Https://doi.org/10.1007/s00345-024-05433-z. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.